Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos were provided for review. The photos showed a magnum needle placed over the label of the device. The needle was in a half primed or half fired position with the stylet of the needle in a bent state. Therefore, based on the photo review, the investigation is confirmed for the reported bent needle. However, the reported difficult to remove remains inconclusive as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. A definitive root cause for the bent needle and difficult to remove could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 08/2021).

Event description:
It was reported that during a breast biopsy procedure in a palpable lesion, the needle of the device allegedly bent and difficult to remove. A coaxial was not used. The procedure was completed using another device. There was no reported patient injury.